Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and battery and were able to verify the reported issue.  Physio determined that the cause of the reported issue was that the battery installed in the customer's device was approximately 7 years old and had likely become depleted normally due to age and use.  No further discrepancies were observed.  The customer's device powered on, charged and shocked with a known good battery.  Through analysis of the device's electronic records, physio determined that the returned battery was first installed into the device on (B)(6) 2010.  It had logged 104.1 minutes of use and two shocks delivered. The electronic records from the device further indicated that the battery had been completely depleted (0 mah remaining charge) since at least (B)(6) 2017.  The device software version is (B)(4).  With this version of software, the device readiness indicator would have displayed "ok" and 1 bar (battery charge level status) every day except after the 3:00 am self-test on the first (B)(6) of each month.  After the 3:00 am self-test on the first (B)(6) of each month the readiness indicator would display "ok" and 0 bars (zero bars). A field corrective action (corrections and removals number 3015876-05/01/2014-001c) was initiated on 05/09/2014 to replace older device software versions with newer software that would correct the device's readiness indicator display when the installed battery becomes low.  A certified mail receipt from the customer letter that was sent to this customer regarding the field corrective action indicates that the customer received the field corrective action notification letter on 05/30/2014.  The notification letter provided detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status as well as reminding the customer about the importance of always carrying a spare fully-charged battery.   Additionally, physio has documented two attempts (on (B)(6) 2015) to gain access to the customer's device in order to install the updated software.  The device was not available during both attempts. After observing proper device operation through functional and performance testing the device software will be updated and the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off by itself shortly after being connected to a patient.  The device users attempted to power the device on an additional three (3) times but the device powered off by itself each time.  First responders continued performing CPR compressions until a backup device arrived after a delay of  approximately 1 to 2 minutes.   The backup device (also a lifepak 1000) analyzed the patient's ECG rhythm and advised a shock.  In total, two (2) shocks were delivered to the patient using the backup device.  Paramedics then arrived on-scene and used their device to continue patient care while transporting the patient to the hospital.   Approximately 30 minutes after arrival at the hospital, the patient was pronounced deceased. No further details about the patient or the event were provided.